Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, high ventricular threshold was observed. Lead was capped and replaced during procedure on (B)(6) 2017. The patient was not symptomatic. Patient¿s condition was stable before, during, and after the procedure.